Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h11. Corrected fields: h6 (investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the drive manifold made an abnormal knocking sound. The fse replaced the drive manifold. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a metallic noise during operation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in cardiosave test fixture and tested the part to factory specifications. No failure could be confirmed. Retaining the part in the failure analysis and testing department per company procedure.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection and before use on patient, the valve group of cardiosave intra-aortic balloon pump (iabp) made an abnormal sound (metal knocking sound) when the equipment was working. The abnormal sound was very loud and it was determined that the valve group of the equipment was faulty. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated field: b4,b5, g1(name), g6, h2,h3, h6 (health effect ¿ clinical code, component code, type of investigation, investigation findings, investigation conclusions), h11.